Manufacturer narrative:
An evaluation of the device cannot be performed as it was not returned to the manufacturer. The hospital will not release device without patient consent. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
Revision of acetabular cup. Acetabulum was grafted with allograft which did not incorporate

Manufacturer narrative:
An event regarding loosening of a tritanium shell was reported. The event was not confirmed. Device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation indicated that insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. The event could not be confirmed nor the root cause of the reported loosening determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
Revision of acetabular cup. Acetabulum was grafted with allograft which did not incorporate.